Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify back light anomaly, possible under delivery and possible over delivery due to unresponsive button. However, keypad flattened button dome switch (creased) was found on act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over and under delivering insulin. The customer¿s blood glucose level was fluctuating from 76 to 328 mg/dl at the time of the incident. The customer used manual injection to treat the high. The customer stated the down arrow button was not responsive and the insulin pump backlight was flickering. The customer also stated the pump was losing time; about 5 minutes in an hour. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.